Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The folfusor leaked at connection to a "vygon" set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) leaked at the connection between the folfusor and a set (non-baxter). The device was filled with 5-fu (fluorouracil). This occurred just before connecting the folfusor to the patient. There was no patient involvement. No additional information is available.